Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a power on reset (por) error and a loss of therapy. It was unknown if there were any external or environmental factors that led to the event. The patient's system was checked and there were no anomalies. The patient's ins was re programmed on (B)(6) 2018 and the issue was resolved. The por disappeared and normal function returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the cause of the por was not determined.